Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 2000017507, model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patients leads were having high impedances. The patient underwent a revision procedure wherein lead was added. The patient was doing well postoperatively.